Manufacturer narrative:
(B)(4). Manufactured september 1, 2016 ¿ september 2, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the infusor device noted excess white drug precipitate in the solution of the reservoir. No flow was observed when the luer cap was removed. The cause of the flow problem was due to the excess white drug precipitate. The device was found to be conforming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow. The patient's caregiver waited for 10 minutes but the device did not flow. This occurred before patient use. The infusor was filled with 1300mg of desferrioxamine in 50ml of sodium chloride 0.9% bp. There was no patient involvement. No additional information is available.